Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Weight was left blank as the customer's weight was not provided. The model # provided by the customer for the affected control solution was inaccurate, therefore, this information was not captured.

Event description:
The customer called ascensia customer service to seek help with his contour next ez meter. During the call, three control tests were run by the customer, which gave readings of 180 mg/dl, 132 mg/dl and 146 mg/dl. The meter did not automatically mark the reading of 180 mg/dl as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next control solution (lot # 8bv2g35) for evaluation. The customer also returned the contour next test strips, however, the returned test strips were from a different lot (9fpeb02a) than the one originally indicated to be involved in the event (lot # 9bpeg18a). Therefore, in-house contour next test strips from lot # 9bpeg18a were used for in-house testing along with the returned meter and returned control solution. In-house testing was also performed using the returned meter with returned test strips and returned control solution. All readings were within acceptable ranges and properly marked as control results. Additionally, a device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.